Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. No pump was returned for investigation. Clinical states that placement signal not reliable (psnr) alarms occurred after shockwave use. Data logs show that about 1 hour into the case the ps spikes with drop in snr, gain, and contrast. Lamp increases. There are psnr alarms. The ps does not return. The root cause of the optical signal issues was most likely a damaged sensor due to shockwave use. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient had impella cp support due to needing angioplasty, shockwave, and stent to left main, left circumflex coronary artery. After the shockwave, there was a placement signal not reliable alarm. No known patient harm or injury.